Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> the device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Upon removing it from the tray, the scrub tech noticed a chip out of the surface. The piece had been in the tray the entire time. No fragment was found in the tray. The chip did not affect the used of the trial liner but surgeon stated that he thought it should be replaced. Surgeon was able to used the damaged trail liner stated above and continue on with the case. There was no time delay and no fragments were generated during the case.